Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 303005, batch no. Unknown. It was reported that before use of the bd needle 18x1-1/2 rb ns the outer bag was folded closed not sealed and the two inner bags had holes ripped in them. The following information was provided by the initial reporter: "outer bag-folded closed not sealed. Two inner bags, sealed but had holes ripped in them."

Manufacturer narrative:
H.6. Investigation summary: four (4) photos were provided by the customer for investigation. One (1) photo shows a box label providing the material number and batch number. The other three (3) photos show inner bags of product. The inner bags all have holes in them. A quality control representative was contacted who confirmed that during the packaging process holes are often introduced to the inner bags to allow air, which has been trapped in the bag during the sealing process, to escape so that the filled bags of product can fit into the boxes. This bag is then placed in a second bag which is not sealed but only folded over in the box to reduce the potential of foreign matter on the product during transport. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
Material no. 303005; batch no. Unknown. It was reported that before use of the bd needle 18x1-1/2 rb ns the outer bag was folded closed not sealed and the two inner bags had holes ripped in them. The following information was provided by the initial reporter: "outer bag-folded closed not sealed. Two inner bags, sealed but had holes ripped in them."

Manufacturer narrative:
B.3. Date of event: (B)(6) 2019. D.4. Medical device lot #: 8361833. H.4. Device manufacture date: 2018-12-27 h3 other text : see section h.10.

Event description:
Material no. 303005 batch no. 8361833. It was reported that before use of the bd needle 18x1-1/2 rb ns the outer bag was folded closed not sealed and the two inner bags had holes ripped in them. The following information was provided by the initial reporter: "outer bag-folded closed not sealed. Two inner bags, sealed but had holes ripped in them."